Event description:
This lead was explanted due to lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Per new information received, the patient received 12 inappropriate shocks due to noise and impedances were greater than 3000 ohms. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Per new information received, the patient received 12 inappropriate shocks due to noise and impedances were greater than 3000 ohms. Upon receipt, the lead under complaint was found cut 44 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the lead body. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.